Event description:
As reported, the tension window indicator of a 6f¿12f mynx control venous vascular closure device (vcd) became stuck during deployment when pulling back and did not move to the line, preventing button one from being pressed and resulting in the sealant not being deployed. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device and packaging were inspected prior to use, in which no anomalies were noted. The device was used for an atrial fibrillation ablation procedure. The procedure used a retrograde approach. The device was stored and prepped per instructions for use (IFU). The user was trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.